Event description:
Manufacturer's ref. #: (B)(4) .

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to information from device's logs, internal leakage test, patient circuit test and flow transducer test failed during pre-use check and replacement of the air and o2 gas modules solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air and o2 gas modules regulates the inspiratory gas flow and a faulty air and o2 gas modules may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device's logs. The defective parts have not been returned fot the further investigation, despite request. Our conclusion is that the replaced part was the cause of the failure.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).